Event description:
Caller reported that the pump's battery depleted too quickly, an issue persisting for four to five months. There was no adverse impact to the customer¿s blood glucose level. The caller chose not to troubleshoot and ended the call, leading to the closure of the case with no further assistance required.